Event description:
Surgeon reports patient developed endophthalmitis five days after cataract surgery. He states that a vitrectomy and intraocular antibiotics were used to treat the event. It was reported the patient experienced a loss of central vision.